Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and inflammatory reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling and inflammatory reaction as follows: warnings: ¿ "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported that a few days after injection in the cheeks with 2 syringes of juvéderm voluma® xc, the patient developed swelling and a significant amount of inflammatory reaction on the left cheek under the eye at the injection site. Patient was concomitantly injected in the lips with juvéderm® ultra, and in the "smile lines" with juvéderm® ultra plus. Patient was treated with a medrol dosepak. Symptoms have improved, but are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00839 (allergan complaint pr#(B)(4)) and MDR ID # 3005113652-2015-00840 (allergan complaint pr#(B)(4)). This MDR is being submitted for the third suspect product, juvéderm voluma® xc, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 6/10/2016.

Event description:
Further follow-up with the healthcare professional revealed that symptoms have resolved.